Event description:
The customer reported a diluent fluid leak of approximately > 5ml under the wbc bath. The liquid was contained inside coulter lh 750 hematology analyzer station leaked. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye goggles, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found the sample input line disconnected from the flowcell. This in turn ruined the flowcell rf cable causing the rf voltage low error. The engineer replaced the sample delivery line tubing from both the retic and different mix chambers to the flowcell and the rf cable, performing the necessary alignments. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. On (B)(4) 2012, a field service engineer (fse) found hissing sound at foam trap #4 (venting issue) and replaced the tubing. The fse found the tube at the bottom of the rbc bath had a pinhole and replaced it. He also found a pinhole leak at pv12c and replaced that tubing as well. The fse verified instrument operations. The foam trap #4 is used for venting, the tubing at the bottom of the rbc bath carries blood, diluent, clenz and 5c control material. The tubing through pv12c carries blood, diluent and 5c control material.

Event description:
The foam trap #4 is used for venting, the tubing at the bottom of the rbc bath carries blood, diluent, clenz and 5c control material. The tubing through pv12c carries blood, diluent and 5c control material.

Manufacturer narrative:
On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found the sample input line disconnected from the flowcell. This in turn ruined the flowcell rf cable causing the rf voltage low error. The engineer replaced the sample delivery line tubing from both the retic and diff mix chambers to the flowcell and the rf cable, performing the necessary alignments. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. The foam trap #4 is used for venting, the tubing at the bottom of the rbc bath carries blood, diluent, clenz and 5c control material. The tubing through pv12c carries blood, diluent and 5c control material.

Manufacturer narrative:
The cause of the leak was attributed to a pinhole tubing leak at bottom of the rbc bath and tubing at pv12c. (B)(4).